Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Medwatch field UDI number was provided as (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient tested with an accu-chek inform ii meter (serial number unknown). Back to back testing was performed on the patient using the meter, resulting with values of (B)(6).